Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 462 mg/dl and another blood glucose was 420 mg/dl. Customer treated high blood glucose with insulin pump. The auto mode feature was not active at the time of incident. No further patient complications were reported. Troubleshooting was performed, the customer will continue the use of device. Frn-mmt-332a-rsvr, ozp-mmt-7020la-snsr, unomed set.